Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Eval found a dislodged component on the input/ouput printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.